Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the device alarmed with options not found. I adjusted the date and restarted the device bt the same problems was still there I tried reinstalling the options which were bought with the machine but the add option tab was not active I also reinstalled the software 3.0.3 but the device didn't respond. I tested the device with another esm board and the device responded therefore concluded that the esm board was faulty. Failure occured during device start up. No patient involvement.

Event description:
The following was reported to hamilton medical ag: the device alarmed with options not found. I adjusted the date and restarted the device bt the same problems was still there I tried reinstalling the options which were bought with the machine but the add option tab was not active I also reinstalled the software 3.0.3 but the device didn't respond. I tested the device with another esm board and the device responded therefore concluded that the esm board was faulty. Failure occured during device start up no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).